Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: stent dislodgement; stent compressed in vessel wall. Device issue: stent dislodgement. It was reported that the stent dislodged at the lesion site, just before inflation; therefore, another xience v stent was used to compress the dislodged stent in the vessel wall. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results code - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was crystallized contrast in the inflation lumen and in the balloon. The stent implant had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.